Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump insulin gauge intermittently displayed an inaccurate fill estimate. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer reloaded the cartridge and received an accurate fill estimate.